Event description:
According to the distributor report, dermabond(r) adhesive was used to close a laceration to the area above the eye. The area was not draped or covered with gauze. Neosporin ointment was applied to the area around the eye prior to the application. Pt was lying on their back during the application. Pt's eyelids were shut; the adhesive ran into the corner of pt's eye resulting in the eye glued shut. Family member took the pt to an opthalmologist 5 days after the event who cut the pt's eyelashes and advised application of petroleum jelly to loosen the adhesive. Over the past few days the eyelid has opened. Further opthalmologic examination revealed no injury to the eye, no abrasion or apparent loss of vision. Pt is to follow up with the opthalmologist in two months to evaluate growth of eyelashes.